Manufacturer narrative:
The device was discarded and could not be evaluated. A review of the manufacturing records for this device was completed and no issues were identified that could have lead to the adverse event reported. Complaints will continue to be monitored for any trends.

Event description:
A tcar procedure was performed. Day 1 or 2 of post operation, the patient had a possible stroke. MRI results suggest new infarct with left sided weakness. The patient was discharged to a rehab facility and will regain a normal lifestyle.